Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 276 mg/dl (unknown strip lot) and 97 mg/dl (strip lot 491319). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips. Lot 491319 will be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 491319. (B)(4).